Event description:
It was reported the h1200 fluid warmer equipment, was in service in a 10 hours surgery, which was supposed to last for 20 hours total, but it was interrupted, the equipment started to send an alarm, it was overheating, it did not permit to restart the process. The equipment presented a leaking at the returning pipe. No patient injury was reported.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.